Event description:
The device was returned after being explanted for an unrelated medical condition and had a power on reset after explant. No complaints or allegations were made against the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed a power on reset had occured after explant.